Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and advised that the customer uses the iabp in an off-label use resulting in premature battery depletion. To resolve the issue, the stm replaced the batteries. Unrelated to the reported issue, the stm also replaced the safety disk due to accumulated hours. The iabp passed all calibration, functional and safety tests performed and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) batteries were not holding charge. The circumstance of this event is unknown; however, there was no patient involved and no adverse event was reported.